Event description:
(B)(4) 2012 additional information received: stanford type b aortic dissection extending into the left renal artery. Multiple attempts were made to advance the visi-pro stent into the stenosed segment of the left renal artery unsuccessfully secondary to the high acute angulation with the aorta. In the process of advancing the visi-pro stent, it became dislodged and moved into the right common iliac artery. Therefore, an ensnare device was used successfully to snare and retrieve it completely from the arterial system through the sheath.

Event description:
The procedure was in the right renal artery. The visi-pro stent detached and was found in the right iliac.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.